Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that a kink was observed in the imaging core. The imaging window was detached from the sheath assembly. The distal housing of the transducer appears to be in good condition. The imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. Ilab testing could not be performed due to the detachment of the imaging window. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 21feb2020. It was reported that lost image occurred. A percutaneous coronary intervention was being performed. The 95% stenosed target lesion was located in the severely calcified left anterior descending with 50 mm in length and 3.0 mm vessel diameter. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention, it was noted that the catheter could not show the image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis noted that the imaging window was detached from the sheath assembly.